Event description:
During preventative maintenance of the device, the user reported that the system would not power up on battery. Since the event occurred during preventative maintenance, there was no pt involvement during this event.